Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 25-november-2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse replaced the wash pump due to poor suction. The fse also replaced the diluent pumps, wash tip, lube syringe dries, and bf drive. The fse cleaned the wash build up under the detector lens and calibrated the pth. All results were within acceptable range. The aia-360 instrument is operational. No further action is required by field service. The most probable cause for the reported event was a defective wash probe.

Event description:
On (B)(6) 2015, a customer reported poor reproducibility of pth on the aia-360 instrument. The customer stated that the quality control comes in range then drifts out into a high range. The customer recalibrates and the quality control comes into range but the patient run in duplicate for pth do not check. The customer is unable to run patient samples on pth. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for pth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.